Event description:
Two 3.0 mm diameter x 24 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a proximal lad and proximal circumflex lesion. The vessel morphology was severely tortuous with severe calcification and 95-99% stenosis. The lesion was pre-dilated. It was reported that the physician had a hard time getting the guide wire to the lesion site and pre-dilated again. It was reported that the first endeavor sds was inserted; however, he experienced difficulty and the catheter bent. The catheter was pulled backed to straighten the shaft and then re-advanced. (MFR report# 2953200-2008-00285) as the catheter was advancing the catheter shaft snapped in half. The catheter was pulled out with a hemostat. A second endeavor sds was inserted after pre-dilatation of the lesion. The second device has difficulty advancing and the same incident occurred; the device snapped in half. (MFR report# 2953200-2008-00286) the physician switched to endeavor otw drug-eluting stents, using two to successfully complete the case. However, the physician wanted to post-dilate the stent located in the proximal circumflex with a 2.5 x 20 sprinter. The sprinter was inserted in the endeavor drug-eluting stent at the distal edge of the stent. After the balloon was inflated a dissection was noted distally. (MFR report# 2953200-2008-00287) an endeavor drug-eluting stent was successfully used to treat the dissection. The pt is fine. Evaluation summary: medtronic has received the device and its analysis has been completed. The hypotube of the catheter shaft was broken in two at 28.7 cm from the distal end of the strain relief; however, the shaft jacket was holding the mx2 shaft together. There were no kinks or chatter marks present on the proximal section of the shaft. There was a 90 degree bend on the distal section of the shaft approx 1.4 cm distal to the break point. The guide way appeared damaged 21.5 cm on the shaft distal to the break point. The z-component was positioned at the dock joint. The stent was positioned on the un-inflated balloon between the balloon pillows and the inner shaft marker bands. The proximal pillow was slightly damaged and the catheter tip was kinked. The distal tip was flared and kinked. The z-component was located over the dock/stop joint, the dock joint was ripped through where the z-component had been advanced too far distally. The hypotube was kinked 29.7 cm distal to the strain relief.

Manufacturer narrative:
Eval results/conclusions: severely tortuous with severe calcification and 95-99% stenosis. Secondary intervention.